Event description:
It was reported that during training, a software update to enable g7 functionality on an ilet pump failed, the device displayed a non-dismissible failed-update alert, and the pump could not be factory reset, after which a spare ilet was placed in service. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no hospitalization. Investigation included internal review of the reported device behavior and logistics tracking of the device return. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.